Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the coyote balloon catheter with an unidentified guidewire in the wire lumen. 66cm of the wire is sticking out of the hub and 77cm of the wire is sticking out of the distal tip of the device. The wire was measured which was a .014 wire. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is buckled in numerous locations. The inner shaft is separated 35.8cm from the hub, the outer shaft is buckled and torn at that location as well. During analysis the outer shaft completely separated 35.8cm from the hub. The wire could not be removed due to the damage of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right leg. After a guide wire crossed the lesion, a 2.5mm x 60mm x 150cm, otw coyote¿ balloon catheter was advanced for dilatation. However, the balloon became stuck on the wire. The procedure was stopped and the physician did not proceed in doing anything else as it was already the end of the procedure. No patient complications were reported and the patient's status was fine.